Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a patient with a medical history of aortic stenosis, the valve fell off the sheath, and the hemostatic valve was inadvertently pulled out when removing the dilator from the sheath. Upon removal of the dilator, the blue part of the valve, along with the inner clear seal, remained attached to the dilator. Shortly after, blood flow ejected the wire from the sheath resulting in blood loss without the valve in place. The blood loss was less than 1000cc and no treatment was required. The the sheath was clamped with a hemostat and replaced with a new sheath. No excessive force was applied during the procedure that could have contributed to the valve detachment and no resistance was noted. The sheath showed no signs of damage prior to use.

Manufacturer narrative:
Product analysis conclusion: the sentrant sheath and dilator returned with the detached seals on the dilator. There was no seal visible in the sheath seal housing. The seal cap was locked on the dilator. Inspection of the seal cap tabs confirmed deformation to both tabs. The reported detachment in-vitro leading to failure to achieve/maintain hemostasis was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.